Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing, high threshold output and changed impedance due to lead micro dislodgement confirmed via lead testing. This rv lead was explanted, replaced with a different model in the left bundle branch placement and will not be returned. No additional adverse patient effects were reported.